Event description:
Procedure: anastomosis. According to the report: the device did not staple. The operator had to make another section of the colon and make another purse, in order to use a second device to realize the anastomosis. The operating time was extended by 1 hour.